Event description:
The customer reported that they are experiencing intermittent "leads off" messages with their unit. Sometimes they are able to read the monitor and sometimes they get the message "leads off".